Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the pump ran out of insulin as expected and the customer did not change the cartridge at that time. A manual insulin injection was administered to address bg.